Event description:
A customer punctured a finger with one of the probes on the bcs while performing preventive maintenance. Treatment included wound disinfection and anti hiv therapy. The cause of the finger puncture was use error. Evaluation of the event did not indicate a device failure.

Manufacturer narrative:
No further evaluation of the device is required. The cause of the finger puncture was use error. Evaluation of the event did not indicate a device failure. The instrument is performing within specifications.